Event description:
The user stated that she had a high troponin t result for one sample on her e2010. The initial result was 0.144 ng per ml and the lab protocol stated that the first positive result for a pt within a 10 day period should be repeated in duplicate. The sample was in a large 10 ml red crvac top bd vacutainer tube with clot activator and separator gel. The first repeat was on the original sample and the second was poured in a hitachi cup. The repeat samples ran on the e2010 in parallel obtaining the same result of 0.015 ng per ml on both. No erroneous results were reported and no adverse events were reported by the user as a normal result was reported.

Manufacturer narrative:
The field service rep was unable to determine a cause and noted he checked all related parts. Performed system high voltage adjust, initialized blank cell and verified the instrument functioned normally. Performance tests were run to verify the analyzer performance and the user ran calibration and qc with acceptable results.